Event description:
It was reported by service report that the cot had worn lock tube assembly, cracked fowler bracket, worn base spacers, trigger locks, clevis pin, and caster horn assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; fowler bracket. The device was removed from service and not repaired and returned.